Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the company representative (rep) that there was a recharger anomaly that occurred through product use. The recharger could not be charged no matter how long it would be charged, charging was performed a couple times. No x-ray images were available. The action taken to resolve the event was the device was going to be replaced. The issue was resolved at the time of this report. No symptoms were reported. No patient harm reported. It was noted that surgical intervention occurred. The patient was alive with no injury. The indication for use included chronic pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturer representative clarified that no surgical intervention occurred; the replacement of the recharger was conducted to resolve the issue.